Manufacturer narrative:
Samples have been discarded by the customer. Review of the complaint history indicates similar issues have been reported on this cassette.

Event description:
Home patient contacted baxters technical service center regarding system error 2240 message that appeared on the display of the home patients home choice machine during their automated peritoneal dialysis therapy. Reportedly home patient in set up and hit go prior to connecting to machine. Reportedly baxter's technical service center assisted the home patient in ending the therapy early. Therapy was completed with new supplies on the home choice machine. No patient injury or medical intervention was associated with this incident per the report.